Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. All the three batteries were measured to be slightly low. Pod data download was done by shimming the bottom battery and powering pcb using an external power supply. The download data did not show any pulse width increase during operation. Inspection of the device along with the data suggested that the insufficient battery power did not affect the insulin delivery during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 300 mg/dl while wearing the pod between 24 and 36 hours. For treatment, manual injection was administered.